Event description:
It was reported through a facility medwatch, completed by the pt's family member, that a subacute thrombosis and death occurred following a coronary drug eluting stenting treatment procedure. It was recommended by a partner of the pt's cardiologist that an angiogram be performed for evaluation purposes. The pt had not had any symptoms. They were seeing the cardiologist for routine purposes. During the angiogram in 2004, the physician determined there was some constriction at a bifurcation in the rca and decided to place a taxus express2 3.5 x 12 mm drug eluting stent as a preventative measure. No difficulties were encountered and the pt was transferred to the floor. The final angiogram showed the stent was patent. About two hours later, the pt suffered a massive mi. When they were brought back to the ccl, they found the distal end of the stent was occluded by a clot. The vessels had collapsed distal to the stent because of the occlusion. The physician then attempted to place 8 or 9 more stents to open the vessel. According to the pt's family member, the physician encountered difficulty placing the stents because they got caught when trying to cross the previously placed stent. It is unk how many stents were actually placed. When the procedure was complete the pt was transferred back to the floor, was hospitalized for 4 days and then discharged home. The pt and their family were told they were not a candidate for another bypass surgery because of the previous bypass they had in 1998. The pt was home from one week and was still feeling very tired and went to the local ER, where they were diagnosed with a urinary tract infection and sent home. They went back to the ER the following week when they still was feeling well and they ran blood tests to check their thyroid and was again sent home. 23 days after the initial implant they went to the ER again and was found to be in congestive heart failure and their lungs were filled with fluid. A balloon pump was placed and the pt was going to be flown back to the hospital where the stetn was initially implanted. The pt expired as they were taxiing out for take off. An autopsy was done. They found three of the stents that were placed had been fractured or damaged in the follow-up procedure. Add'l info has been requested but has not been available.